Event description:
It was reported that the stent inadvertently deployed. This 6x40, 130 cm eluvia stent was selected for use in an arterial stenting procedure. Upon opening the package, the stent was inadvertently partially deployed. The stent was not used, and a new stent was implanted with no patient complications.

Event description:
It was reported that the stent inadvertently deployed. This 6x40, 130 cm eluvia stent was selected for use in an arterial stenting procedure. Upon opening the package, the stent was inadvertently partially deployed. The stent was not used, and a new stent was implanted with no patient complications.